Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # pc-(B)(4). Sent to the FDA: 0(B)(4) 2018 . Empty opened overwraps, an opened winding former with partially dispensed sutures and unopened samples of product were returned for analysis. This product code requires twelve strands per packet. During the visual inspection of opened sample, the sutures were totally dispensed and examined along of strands and the ends were cut that appears to be by the use of a surgical instrument. A functional test was performed on the samples and the tensile force met the requirements. The unopened samples were examined and no defects were found on the packages. The samples were opened and sutures were examined along strand and no defects, damage or breakage suture were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture were found..

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you clarify how many sutures broke? 6. Did they all break during this one procedure? Yes. What is the lot number? Lc6551. Was there any reported patient consequence and how was the case completed? No consequence to patient. Procedure was finished off with 3/0 silk, different batch number.

Event description:
It was reported that a patient underwent a varicose vein procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. Additional information had been requested and was received.